Event description:
The customer reported the device failed the defib test segment of the user initiated operational check (opcheck), displayed "device error. Service required." And the ready for use indicator (rfu) displayed red x.

Manufacturer narrative:
(B)(4): there was no patient involvement. The philips customer repair center (crc) evaluated the device. The crc was unable to recreate the opcheck defib test failure. The crc found intermittent entries of error 52 - therapy pca (autotest) in the status log. The crc determined that replacement of the therapy pca was indicated. The therapy pca was replaced to resolve the malfunction. The device passed all performance assurance tests and was returned to the customer. We will consider this to have been a malfunction of the therapy pca that caused intermittent opcheck defib test failures and entries of error 52 - therapy pca (autotest) in the status log. See scanned page.